Manufacturer narrative:
The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence as the device was no longer functional, leading to a surgical procedure. During surgery, muscular atrophy was noted and fluid loss was identified as the balloon was empty. Therefore, the entire aus was removed and replaced. No additional patient complications were reported.